Event description:
Patient underwent primary hip procedure 3.5 years ago. Revision procedure was performed on or around (B)(6), 2011 due to bi-metric stem fracturing at the neck. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed (B)(4), 2011.